Manufacturer narrative:
(B)(4). This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that surgical intervention was required to explant this device system due to infection, which is considered life threatening. No additional adverse patient effects were reported.